Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Technical services reviewed the episode and noted an abrupt change in morphology with a higher heart rate of about 180 bpm. The rhythm was possibly ventricular tachycardia (vt) or atrial fibrillation (af) with aberrant conduction. The qrs amplitude was diminished, allowing the t-waves to be oversensed, with some undersensed beats also observed. Additionally, the sensing template becomes more aggressing at faster heart rates. It was suggested to increase the rate cutoff for the conditional shock zone. The patient was hospitalized after receiving the shock, and it was later reported that while in the hospital the patient received another inappropriate shock. The morphology was not the same as the first shock and the heart rate was slower. In both episodes, the smart pass feature had not been programmed on. Oversensing of t-waves may have been mitigated with the smart pass feature on; it was reported that there was a note in the patient's file to program the feature on at their next routine follow-up. No adverse patient effects were reported. It was later reported that automatic set-up was performed and the device chose the primary vector instead of secondary. The rate cut off was increased from 180 bpm to 200 bpm in the conditional zone, and the smart pass feature was programmed on. It was also noted that the patient's medications were adjusted. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information about this patient and device was received. In october 2021 the patient received another inappropriate shock. A request was made for technical services to review the new episode. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service. Technical services reviewed the recent shock episode and confirmed oversensing and double counting had occurred. Several signals were annotated as tachy due to oversensing of the increased t-wave while later double counting was observed due to wide polymorphic complexes. Available data showed primary was still the most suitable vector even though the amplitudes were small. The patient's heart rate seemed to have jumped rather suddenly from rates below 100 bpm up to rates around 180 bpm. If therapy for this kind of arrhythmia is not intended, further troubleshooting including a new screening or considering other treatment options might be necessary.